Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had an e216 error (scope communication error). Based on the results of the investigation, the probable root cause is a loose cable in the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had an e216 error (scope communication error). There were no reports of patient involvement.